Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak during a lead revision was reported to abbott. The physician had a wet tap and had to perform a blood patch. As a result, the leads were explanted. Csf leak has been resolved. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer related report number: 3006705815-2021-04191. It was reported patient had a csf leak during a lead revision on (B)(6) 2021 and the physician had to perform a blood patch. Csf leak was later resolved